Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed repeatedly during medication access, with cubies consistently failed when selected. During recovery attempts, the system attempted to eject the cubie but was unsuccessful. The customer powered off the machine, unplugged and reconnected the power cable, and restarted the station. Upon startup, recovery allowed the drawer to open and the cubie to eject; however, the cubies remained on a failed state and were subsequently reported as not found on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that cubies were not being recognized in pyxis. Investigation revealed that the full height drawer (drawer 6) was a legacy unit. Multiple troubleshooting steps were attempted, including reseating the drawer cables, but the issue persisted. The drawer board lights would not power on. As resolution, the legacy drawer was replaced with an enhanced drawer. Final hardware test application (hta) testing was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.